Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were returned for evaluation. Without the actual device a thorough investigation could not be performed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: during use of the product, the inflator syringe gauge malfunctioned. No injury reported.